Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error should be considered as contributing to this event, as the boluses were mistimed by the user.

Event description:
On (B)(6) 2013, the patient's mother contacted animas and alleged the following: her child's blood glucose (bg) has been running in the 300 and 400 mg/dl range for several weeks now, with occasional nausea, abdominal cramps, small ketones, and moderately increased thirst and urination. Mom treats with injection to get bg down to normal 90-150 mg/dl range. Mom alleged is pump not calculating insulin dosage correctly. Mom changed the I:c ratio this afternoon from 12a 1:24, 7a 1:12 to 1:10 and 11a 1:24. Bg at lunch today was in the 300s mg/dl. Mom reports no abnormalities at the site. Denies leakage at site, denies blood in tubing or cannula, denies air bubbles in tubing; denies bent or kinked cannulas. Mom changes out site as instructed and gives injection when bg is high. Mom is making adjustments in basal and I:c ratio on daily basis. Customer technical support (cts) review of pump found no problem with the pump's calculations: found that mom was calculating boluses early, causing the incorrect recommendations. Breakfast bolus was given at 6:52a, so pump used the 12a I:c ratio. At lunch, bolus was given at 10:55 so gave the 7am I:c ratio. Cts advised mom it is necessary to be aware of the time of the I:c ratio relative to the time of bolus, and advised her to discuss with the health care provider (hcp) possibly changing the time on the I:c ratio by about 30 minutes, to allow for child eating earlier than planned. Mom confirmed understanding of the timing issue, and patient continues on pump therapy. Cts also advised mom not to make adjustments daily. This complaint is being reported due to the allegation that a patient on pump therapy experienced hyperglycemia related to user error as regards the timing of the bolus calculations.